Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the left-ventricular (lv) lead exhibited intermittent capture, variable capture threshold and high pacing impedance. No resolution was performed. The patient condition was stable,